Manufacturer narrative:
A1: (B)(6). H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
A healthcare professional reported that during an implantable collamer lens (icl) implantation procedure, the lens got stuck in the cartridge or injection system, but it was successfully implanted. In a separate visit, the lens was removed and later replaced in another surgery on the same date. No patient injury was reported, and the cause of the event was unknown. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.